Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a sleeve gastrectomy, there was an error message on the handle display, but the representative could not duplicate it. There was no patient injury. Medtronic's initial evaluation of the incident device found that an analysis of the data saved to the system showed that the handle's internal clock was reset and that there were abnormalities during firing and retraction while in the field.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that an analysis of the data saved to the system showed that the handle's internal clock was reset and that there were abnormalities during firing and retraction while in the field. It was noted that while in the field, the handle entered into emergency retraction mode and displayed the indication to remove an attached reload while retracting. It was reported that the device power stapler - handle or adapter has error. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of loss of internal clock that has no relationship to the reported condition. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.